Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter states that the pump is creating air bubbles in the system one day after the pump is primed and been in use. The reporter denies that air bubbles are associated with the cartridge. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: during testing, the pump successfully completed the 24-hour duration test with no warnings or alarms occurring. No air bubbles were observed during testing. The original complaint of the pump creating air bubbles was not duplicated during investigation. There was no defect found.